Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a patient side cart (psc) kickplate error message occurred when driving the psc backwards. The customer pulled on the kickplate to resolve the issue, but the message returned. The customer replaced the psc to continue. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went onsite and initial troubleshooting confirmed kickplate message when driving the patient side cart (psc) backwards. Fe adjusted kickplate so that it was not pressing so hard on the sensors and the error message did not reoccur. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.